Manufacturer narrative:
Additional information: according to the information received from the field the implant housing had migrated and rotated from its intended position. A re-positioning surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The field was informed that the implant housing rotated in the pocket anteriorly such that the magnet is above the ear. The issue started july 01, 2023. There was no trauma or incident that the family can determine caused this movement. Repositioning took place on (B)(6) 2023. The surgeon was able to successfully reposition the device. Upon opening, the package of the device had migrated and rotated anteriorly and had pulled the lead causing the electrode to migrate fully outside of the cochlea. The surgeon created a 1 mm well and channel and fixated the device with screws and sutures. Additionally, he fixated the lead with an incus buttress bridge.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The field was informed that the implant housing rotated in the pocket anteriorly such that the magnet is above the ear. There was no trauma or incident that the family can determine caused this movement. Repositioning scheduled for (B)(6) 2023.